Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of rash ("rash") in an adolescent female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2021, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced rash (seriousness criterion intervention required), ovarian cyst ("left ovarian cyst") and depression ("depression"). The patient was treated with surgery (essure removal). The reporter considered depression, ovarian cyst and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of rash ("rash") in an adolescent female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2021, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced rash (seriousness criterion intervention required), ovarian cyst ("left ovarian cyst") and depression ("depression"). The patient was treated with surgery (essure removal). The reporter considered depression, ovarian cyst and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Rash [rash]. Left ovarian cyst [ovarian cyst]. Depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of rash ("rash") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, menorrhagia, spontaneous abortion, parity 4 and multi gravida. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced rash (seriousness criterion intervention required), ovarian cyst ("left ovarian cyst") and depression ("depression"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and possible left ovarian cystectomy.). The reporter considered depression, ovarian cyst and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2023: uterine dimensions: 9.3 x 5.5 x 8.0 cm. Bladder: no abnormal filling defect. Endometrial thickness: 7.5 mm. Focal uterine lesions: none. Nabothian cyst formation. Right ovary: 3.1 x 2.1 x 2.0 cm. Left ovary: 3.6 x 3.1 x 3.9 cm. Ovarian blood flow: documented bilaterally. Dominant adnexal lesions: simple 3.0 x 2.2 x 2.5 cm left ovarian cyst. No stromal edema. Free fluid: minimal. Impression: 1. No endometrial thickening or focal uterine lesion. 2. Minimal free fluid may be physiologic in nature. 3. Simple 3 cm left ovarian cyst. A similar cyst was seen on prior 2017 imaging. Nonenlarged [x-ray of pelvis and hip] on (B)(6) 2023: findings/impression: radiopaque markers of the essure. Placement noted with approximately 5 cm. Distance between the proximal ends. Result notes: x-ray of the pelvis confirms presence of both. Essure coils in the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: quality safety evaluation of ptc. 15-feb-2024: upon internal review, patient age group updated from adolescent to adult. 23-jan-2025: medical record received. Lab data updated. Medical history added. Additional reporter added. Essure removal surgery updated. 29-oct-2025: the insertion date of essure was amended from (B)(6) 2021 to (B)(6) 2011. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.